Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that the patient developed pain due to the leads pressing on a nerve root. The device was removed and the patient will be scheduled for surgical paddle lead in the future.